Manufacturer narrative:
Pt info not available at the time of this report. The investigation is currently in progress.

Event description:
A medtronic rep reported that while in a procedure, after performing a 3d scan for navigation, the o-arm did not transfer images to the stealthstation. The operator tried to do a second and third scan and found the same behavior. A scan without navigation brought up an error message. The pt was on the table and opened. The surgeon opted to stop the surgery and close the pt without treatment.